Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was alarming no disposable. Instructed the patient to hit the start/stop button to silence the alarm, reviewed settings and powered pump off. Closed the clamp and removed the cassette. Instructed the patient to gently tap cassette to disperse air bubbles in the line and press green release. Replaced the cassette and powered the pump on and pump continues to alarm. Powered the pump off and removed the cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced the cassette and powered the pump on, and pump continued to alarm. The pump was powered off and line clamped nearest port. Instructed the patient to go to the clinic in the am. There was no patient harm. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.